Manufacturer narrative:
.

Event description:
A health care provider (hcp) reported via a manufacturer representative that due to the shape of the implantable neurostimulator (ins), the ins "scrupped' through the patient's skin. The cause of the event was not determined. A revision was done and the ins was moved to a new position. The issue was resolved after the revision. The patient was alive with no injury.